Event description:
Info rec'd indicates the two head end casters continue to roll when in brake.

Manufacturer narrative:
The technician found both casters were broken. He replaced the casters to repair the stretcher.